Event description:
It was reported that during a ptca treatment procedure, the maverick otw 15/1.50 mm balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used a clinical supply s1 introducer sheath for vascular access and a neo's soft guidewire and a 7f mach1 jl4stsh guide catheter to cross the lesion. The maverick otw 15/1.50 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.